Event description:
Boston scientific received info that this pt had experienced a syncopal episode and was brought to the ER. System eval noted erratic and inconsistent pacing spikes. This right ventricular dextrus lead was exhibiting capture in the atrium. An x-ray showed this had dislodged. Twiddlers syndrome is suspected as the associated pacemaker appears to have been turned around from the initial post implant x-ray. This pt is not pacemaker dependent and has an intrinsic rate between 75-95 bpm. A revision procedure was performed and the lead was successfully repositioned. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.